Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) south africa alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2011. The patient manages her diabetes with metformin pills (850 mg 2x daily) and another oral medication (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. Due to the alleged issue, the patient reportedly was not able to continue testing her blood glucose. On (B)(6) 2012, the patient claims she began to feel "unwell" and treated herself with "low gi bread." A couple days later, on (B)(6) 2012, the patient claims she began feeling dizzy, shaky, nauseas and had intermittent "black outs." The patient was taken to the emergency room (ER). The patient reportedly was treated with insulin (amount not specified) based on unknown laboratory results. The patient also could not recall results obtained with the hospital meter. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The patient reportedly had replaced the batteries in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.